Manufacturer narrative:
This supplemental report is being submitted to provide as correction to the manufacture narrative. Based on the results of the investigation, it was confirmed that the foreign body was found obstructing the channel tube. The most probable cause of deposition of foreign material in connecting tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited foreign body obstruction. The event occurred during inspection for use. There were no reports of patient involvement.